Manufacturer narrative:
Product analysis summary: deformation was evident to the distal stent wraps with struts stretched distally. No deformation was evident to the distal tip. Proximal balloon pillow appears disturbed. Kinks were evident to the hypotube. The sheath and stylette did not return for analysis. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier drug eluting stent to treat a lesion. There was damage noted to the packaging. It was reported that the tip protector seemed damaged. There were issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated with a plain old balloon angioplasty (poba). The device did not pass through a previously deployed stent. Resistance was encountered while advancing the device. Excessive force was not used. It was reported that the device failed to cross the lesion, and stent deformation occurred in vivo during positioning/advancement. After poba the stent was used in a normal way. It was not possible to advance the device in the coronary, therefore, a telescope guide extension catheter (gec) was used for extra support. The onyx frontier could not pass through the telescope gec, so the stent was pulled back and a strut elevation was observed. A new onyx frontier stent of the same length was used to complete the case without problems. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: two images were provided for still image review. The first image provided shows the device in a hoop placed on the pouch. The lot number and size on pouch match reported size and lot on gch. Sheath and stylette have been placed on top of the hooped device, there appears to be deformation to the distal end of the sheath. The second image provided shows deformation to the distal end of the sheath. Complaint cannot be confirmed as stent deformation based on images provided. Additional information: it was detailed that the stent was still attempted to be used in the patient after the tip protector was noted to be damaged. The stent was revised and it did not seem to be damaged before use. The telescope device was inspected prior to use with no issues noted. Normal use of the telescope device and no resistance noted while advancing the telescope device to the lesion. It was detailed that the resistance was noted on advancing of the damaged stent and not with the use of the telescope and not on the advancement of the second onyx into the telescope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.